Event description:
During post-patient routine checks and adjustments, the reporting bio-med technician observed that the mean airway pressure on the model 3100a was fluctuating between approximately 37 and 42cm h20. There was no patient involvement.